Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, the subject pacemaker was explanted on (B)(6) 2019 because of an infection. The associated leads were abandoned in the patient's body.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, the subject pacemaker was explanted on (B)(6) 2019 because of an infection. The associated leads were abandoned in the patient's body.